Manufacturer narrative:
Technician found damaged power cord exposing bare wires causing the bed not to function. Replaced cable power distribution assembly to resolve this issue. Bed found in vacant room.

Event description:
Facility alleges the bed has no power. No injury reported.